Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/9/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 (b18 - device discarded). Additional information was requested, the following information was received: how many sutures broke during this patient surgery? What is meant by "...they had to go back and redo it "? Was re-suturing required and occur during the initial surgery and prolong it? If another scenario-please clarify. Do not know how many broke during this procedure. The suture broke near the start of the close. Due to this the suture was removed and another sxpp2b412 was used to complete the layer of closure yes.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date in 2024 and suture was used. The suture kept breaking when trying to close a knee during surgery. No patient harm and they had to go back and redo it which caused a slight delay. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke during this patient surgery? What is meant by "...they had to go back and redo it "? Was re-suturing required and occur during the initial surgery and prolong it? If another scenario-please clarify. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.